Event description:
Sorin group received a report that during the end of the procedure, the flow displayed on the scp control panel went blank. There was no pt injury.

Manufacturer narrative:
The hosp would not provide pt info per hippa. Sorin group (B)(4) mfg the scp control panel. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during the end of the procedure, the flow displayed on the scp control panel went blank. There was no pt injury. The sorin group service rep was dispatched to the facility. The service rep confirmed the reported issue with the flow display. The flow control board was replaced and subsequent testing found the issue to be resolved and the device to be working properly. The investigation is ongoing. A f/u report will be sent when the investigation is complete.